Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes care manager that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 14 mg/dl at the time of the incident. The customer was instructed multiple times to call medtronic for the issues they've been having but they did not make contact. The customer was given glucagon to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller was not the customer. The caller also reported the customer had issues with pump errors when the customer inserts a battery, removes a battery, failed battery test, power error, and the health care professional noticed the metal spring in the battery cap was loose, but changing the battery cap did not resolve the issue. The insulin pump will not be returned for analysis.